Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 5 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient is in good condition.